Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to high thresholds. The patients system was explanted for an upgrade to a crt-p and the new system was implanted on the right side. There were no adverse patient events reported.